Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system was hospitalized for two weeks back in may/june due to a product performance issue involving the leads as well. The patient also reported experiencing shortness of breath (sob) and pain around the device area. No additional adverse patient effects were reported. This device system remains in service. Further information for event cause has been requested.